Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospitalization. No product lot number was reported therefore no lot release records were reviewed. Mylife omnipod insulin management system ¿ user guide: model: ent450, 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's pdm (personal diabetes manager) was not able to administer a bolus and it would erase all of the patient's settings in the pdm. The patient's blood glucose reached 30.1 mmol/l (542 mg/dl) and had to be hospitalized. At the hospital, she was treated with a manual injection of 6 units of insulin and was placed on an intravenous therapy of fluids. They waited 2 hours for the patient's bg to lower to 17 mmol/l (306 mg/dl) and an hour later it read 13 mmol/l (234 mg/dl). At that time the patient was then discharged from the hospital.

Manufacturer narrative:
The returned device was evaluated and performed within specifications. Based on the strip simulation tester, delivery test was found to successfully pass and record into the device memory. During the bg (blood glucose) meter strip insertion verification test, the pdm (personal diabetes manager) was found to recognize the activities and powered on immediately with no issue noted. A new pod was paired with the pdm. A 2u bolus was delivered. No issues were noted during insulin delivery. The pdm was found to function as intended and all data was recorded into the history log.